Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect following a fall of a stepstool. It was noted that she needed stitches in her leg as a result. Her stimulation was at 1.4 volts and noted that when she increased it to 1.7 volts, it became uncomfortable. Additional information was requested.